Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging discrepant inratio value. On (B)(6) 2014, inratio 2.1. On (B)(6) 2014, pt self tester experiencing pain in side and chest; went to the ER. Pt admitted to hosp for bleeding in kidneys. Pt was administered vitamin k after receiving hosp lab result of 8.0. Pt released from hosp on (B)(6) 2014. Coumadin held during hospitalization from (B)(6) 2014 to (B)(6) 2014. Bleeding stopped after vitamin k administered and pt released after five day stay once inr was stabilized. Sixteen hours between inratio result on (B)(6) 2014 and hosp lab result of 8.0 on (B)(6) 2014. Pt's therapeutic range 2.5 - 3.5. No additional info provided.